Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reused or refilled an existing cartridge. Customer continued to use the existing cartridge. There was no adverse impact to customer¿s blood glucose level.